Event description:
Voluntary medwatch received states that patient's right ventricular lead exhibited low, out of range pacing impedance. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147219.

Manufacturer narrative:
Correction: b5, h6 - it was also reported that the lead exhibited noise.

Event description:
Voluntary medwatch received states that patient's right ventricular lead exhibited low, out of range pacing impedance and noise. There were no patient consequences.